Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin. In addition, the customer reported that when trying to unlock the pump, the touchscreen was periodically unresponsive. The customer mentioned having a lot of calluses on fingers. Reportedly, the customer is able to interact with the pump and declined troubleshooting with tandem technical support as the pump was being replaced. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for continued insulin therapy.

Manufacturer narrative:
Touch screen- no failure identified.